Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary west drawer failed to open. The customer attempted to recover the drawer and perform a hard reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found half height drawer off the bus due to partial row board cable connection. Reseated row board cable on trays, cleaned trays and pocket contacts. After corrective action, all cubies and drawer functions returned to normal. The system functioned as intended after the field service engineer repaired the device.